Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on an unknown date. During night drain cycle five, the patient's ultrafiltration reading was 858ml, indicating the home patient (hp) drained 858ml more than their maximum programmed fill volume of 1300ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event opened during investigation of another condition. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.